Manufacturer narrative:
H3, h6: the navio handpiece intended for use in treatment, had a loose lead screw nut. The reported event occurred during preventive maintenance and no injuries were reported. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the handpiece to fail characterization. The root cause of this issue was found to be mechanical component failure.

Event description:
It was reported that the lead screw nut of the handpiece was loose. As this was noticed during preventive maintenance, no case was involved. The results of investigation indicate that the snaplock nut was broken, which is a reportable malfunction.